Manufacturer narrative:
(B)(4)

Event description:
Data was evaluated and the allegation was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failure. The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. There was no log available to download. The allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error  occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction "there was no log available to download. The allegation could not be determined. The root cause could not be determined.

Event description:
A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be a low battery transmitter voltage.